Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the 30 degree thermostat was out of specification. The 30 degree thermostat shuts off at 38 degrees and not at 30 degrees. Since the event occurred during preventative maintenance, there was no patient involvement during this event.